Event description:
Journal article. Levesque, patrick, et al. (2022). "Left common carotid artery to left innominate vein arteriovenous fistula after transvenous laser lead extraction". Pacing clin electrophysiol. 2022;45:696-699. Https://doi.org/10.1111/pace.14439. It was reported that the patient implanted with this right ventricular (rv) defibrillation lead presented with enterococcus faecalis lead endocarditis/infection. This rv lead was then part of a system explant. The lead was explanted and the patient was placed on antibiotic treatment. No further specific information was provided related to the lead serial number or date of explant. An attempt has been made to obtain additional information, however, no additional information is available at this time. No additional adverse patient effects were reported. The return of the lead is not expected. If pertinent information is provided in the future, a supplemental report will be submitted. (B)(6), md, electrophysiology division, (B)(6).

Event description:
Journal article. Levesque, patrick, et al. (2022). "Left common carotid artery to left innominate vein arteriovenous fistula after transvenous laser lead extraction". Pacing clin electrophysiol. 2022;45:696-699. Https://doi.org/10.1111/pace.14439 it was reported that the patient implanted with this right ventricular (rv) defibrillation lead presented with enterococcus faecalis lead endocarditis/infection. This rv lead was then part of a system explant. The lead was explanted and the patient was placed on antibiotic treatment. No further specific information was provided related to the lead serial number or date of explant. An attempt has been made to obtain additional information, however, no additional information is available at this time. No additional adverse patient effects were reported. The return of the lead is not expected. If pertinent information is provided in the future, a supplemental report will be submitted. Patrick levesque, md, electrophysiology division, institut universitaire de cardiologie et de pneumologie de quebec, quebec, canada it was reported that the physician did not have the specific lead serial number or patient identifier.